Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, it was noted that the atrial lead was pulled back suspected due to twiddling. The atrial lead was explanted and replaced due to unknown reasons. The patient was stable.

Manufacturer narrative:
Correction: section b1 product problem should be selected instead of blank.

Manufacturer narrative:
The reported events of lead dislodgement were reported. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was partially extended and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing found no indication of conductor fractures or internal shorts.